Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with a red, swollen, warm and painful cardiac resynchronization therapy defibrillator (crt-d) incision site. Intravenous antibiotics were administered. All device products, including the investigational right ventricular (rv) and left ventricular (lv) leads, were explanted. No additional adverse patient effects were reported.